Event description:
This report summarizes one malfunction. A review of the reported information indicates that model f14105us biopsy instrument allegedly experienced failure to cycle and difficult to remove. The report was received from one source. This malfunction involved one patient with no reported patient injury. The patient was a 36 year old female, weighing 66 kgs.

Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review will not be performed. The sample was returned to bd for evaluation. The device evaluation could not be performed due to the sample condition, therefore, the investigation is inconclusive for failure to cycle and difficult to remove as no objective evidence has been provided to confirm any alleged deficiency with the device. The definitive root cause could not be determined. The device is labeled for single use. (MDR contact office), h6 (results, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a manufacturing review will not be performed. The sample was returned to bd for evaluation. The investigation of the reported malfunction is currently underway. The device is labeled for single use. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the event indicated that model f14105us biopsy instrument allegedly experienced failure to cycle and difficult to remove. It was further reported that the procedure was completed with another device and no coaxial was used. The report was received from one source. This malfunction involved one patient with no reported patient injury. Patient was a 36 year old female, weighing 66 kgs.

Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review will not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the event indicated that model f14105us biopsy instrument experienced during a breast biopsy, the device allegedly failed to cycle and difficult to remove. It was further reported that the procedure was completed with another device and no coaxial was used. The report was received from one source. This event involved one patient with no reported patient injury. Patient was a (B)(6) year old female, weighing (B)(6) kgs.